Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was programmed and the user noted the unspecified medication initiated as a secondary free flowed into the primary. Although requested there is no other event details provided by the customer.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. Visual inspection identified no anomalies. Functional testing confirmed back flow indicating a faulty check valve. Supplier testing of the component resulted in discovery of a 0.0370¿ long particle located between the housing seal area and the affixed silicone diaphragm disk, identified as pvc. The cause of the check valve failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
Correction: patient information is unknown.